Event description:
Leak in cassette of homechoice set used for apd therapy. Leak was indentified by service center when moisture was noted in the pneumatic system of homechoice device. No patient injury was reported at the time of device return.